Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 3708340 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 3708340 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had pain at new pocket site, stating it was "worse than the old site." It was stated that the patient cannot put "anything" on top of her pocket and the pain "intensified" with touch. It was noted that the patient was "ok" with her clothing and impedance measurements were normal. The site reportedly healed with no swelling or redness, but the pain intensified when the stimulation was off and pain "was calmer, but never went away" when the device was off. It was later reported that the "burning sensations" continued. It was stated that the burning sensation started at the pocket site and "some on the old pocket site" after 15 minutes of turning on the stimulation. The patient reportedly met with their doctor 2 days prior to this report, and infections "were ruled out." It was noted that the patient cannot put the recharger on and the stimulator and morphine pump were controlling the patient's "usual" pain. It was suspected that the cause of the event was due to allergy. A week later, it was reported that there was a replacement because the device "was causing patient pain." It was stated that the patient "appeared to be doing well." It was noted that there was not normal battery depletion and there was no patient death.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found it functionally okay with insignificant anomalies.